Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor smooth round moderate profile 350cc saline prosthesis, catalog #3501655, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with mentor smooth round moderate profile 350cc saline prostheses. Right sided deflation noted on (B)(6) 2017. On approximately (B)(6) 2018 baker¿s grade iii capsular contracture was noted on the left side. As a result, bilateral prosthesis replacement with mentor smooth round moderate plus profile 425cc saline implants was performed on (B)(6) 2018. The deflated prosthesis, catalog #3501655, serial #(B)(4), was submitted through an asr previously, as the event was reported prior to (B)(6) 2018. The devices were returned, and a field service report was received on 3/13/2018 that indicated left-sided capsular contracture. This was the first indication of a left sided issue. Since the awareness date of the left sided issue occurred after (B)(6) 2018, this 3500a medwatch report is being submitted to capture that issue.

Manufacturer narrative:
The device history record (DHR) of lot number 5855652 was reviewed on 4/20/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: it was reported that a (B)(6) year-old female underwent primary breast augmentation with mentor smooth round moderate profile 350cc saline prostheses. Upon receipt by mentor, the device contained no gel. White material was observed within the device. No foreign material was observed on the shell surface. The product evaluation¿s team visual examination revealed a crease on the posterior aspect extending to the anterior. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. The product evaluation team concluded that the crease occurred sometime subsequent to the removal of the device from its protective packaging. At this point it is not possible to determine the root cause of the crease or the origin of the white material observed. There is no evidence that the failures modes are related with manufacturing or product design. The product evaluation team concluded the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).